Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that premature battery depletion of the implantable cardioverter defibrillator (ICD) was suspected as the device has reached recommended replacement time (rrt) and end of service (eos). The ICD was explanted and replaced. It was noted that the day of the device replacement procedure a device check revealed a sharp decrease in battery voltage. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the returned device was analyzed further. The analysis conclusion indicated shorting/low impedance in the battery. Review of the device memory data showed evidence of unexplained voltage drop while the device was implanted. Hybrid analysis revealed that both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. No hybrid anomalies were found. Battery analysis revealed lithium plating breaches along the top edge of the anode separator adjacent to the exposed cathode tab. Plated lithium extended from the breached opening and touched the cathode tab. Based on this analysis, the premature battery depletion resulted from an internal lithium plating short. If information is provided in the future, a supplemental report will be issued.